Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. In (B)(6) 2015, the recipient was treated with antibiotics, however, the infection recurred. The recipient was recommended device non-use. The recipient's infection resolved. The recipient resumed device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2015, the recipient experienced an infection at the implant site. The recipient was hospitalized for 1 day and was placed on IV antibiotics. Upon discharge from the hospital, the recipient was prescribed bactrim and ofloxacin otic drops. On (B)(6) 2015, the recipient was hospitalized once again. The recipient's ear was noted to be swollen and red. The recipient had an abscess drained and was treated with vancomycin and ceftriaxone. On (B)(6) 2015, prior to discharge, the recipient had a peripherally inserted central catheter (PICC) placed and rifampin was added. On (B)(6) 2015, due to PICC issues, the recipient was transitioned from ceftriaxone to levofloxacin. On (B)(6) 2015, the recipient was observed to be doing well, but was transitioned to amoxicillin suppression therapy for at least 3 months. This is the final report.